Manufacturer narrative:
During testing it was found that the device door roller and door roller pin were broken. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device was to have wave 2 remediation. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device door roller and door roller pin were broken.